Manufacturer narrative:
The lot number was provided for 19 out of 32 malfunctions, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the thirty-two malfunctions. The investigations for 24 of the malfunctions are confirmed for perforation. Five malfunctions are confirmed for perforation and unconfirmed for tilt. For the remaining three malfunctions, the investigations are inconclusive for perforation. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no - gfqj4841, gfqg3625, gfsa3573, gfth3818, gfrh0277, gfrd1153, gfrh5553, gfte2358, gfre3438, gfrc2684, gfra3357, gfrg2575, gfrj2067, gfub1422, gfsa3558, gftb0038, unknown).

Event description:
This report summarizes thirty-two malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced perforation. These reports were received from various sources. All thirty-two malfunctions involved patients with no consequences. Of the reported malfunctions, seventeen were female and fourteen were male. Thirty patient's ages ranged from 25-89 years and two patient's weights were provided a (B)(6) lbs. The remaining patients' age, gender and weight were not provided.